Event description:
It was reported that the battery housing had a lid torn off. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: it was reported that event occured early in april 2025. Exact date is unknown. G2: foreign: iceland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. No product was returned; however, the provided photo confirms the lid was broken off at the hinge. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.